Event description:
It was reported that the tubing of an unknown baxter solution set disconnected from the drip chamber. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and a lot number was not provided; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.